Event description:
The customer reported to baxter corporate product surveillance one flo-gard 6201 volumetric infusion pump in which fail code f49 was detected after plugging in the pump before use. There is no patient involvement associated with this report.

Manufacturer narrative:
(B)(4). The device is not available for evaluation; therefore, the condition cannot be confirmed nor duplicated and the assignable root cause cannot be determined. If additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation and event logs are not available. A service history review could not be performed as the device had not been previously returned to baxter. A device history record review could not be performed as the data card has been discarded per retention period. The reported issue is being investigated through CAPA. If the device or additional information becomes available, a follow up report will be submitted.